Event description:
Related manufacturer reference number: 2017865-2023-10857. It was reported that both the right atrial (ra) lead and the right ventricular (rv) lead were repositioned for an unspecified reason on (B)(6) 2013. Further information is not available.